Event description:
It was reported that on 05 may 2023, a 24mm amplatzer septal occluder was chosen for atrial septal defect (asd) closure using an unknown delivery system. During deployment, the left atrial (la) disc and right disc had a cobra deformation. The physician retracted and tried to redeploy the device, but the device still had the difficulty for deployment and resulted in same cobra deformation. The deformed device was never released from the delivery cable while inside the patient. The physician totally withdrew the device, and the patient was sent for surgery and the asd closed surgically. There was an interaction with atrial septum and the left pulmonary vein (lupv) during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer septal occluder was chosen for atrial septal defect (asd) closure using an unknown delivery system. During deployment, the left atrial (la) disc and right disc had a cobra deformation. The physician retracted and tried to redeploy the device, but the device still had the difficulty for deployment and resulted in same cobra deformation. The deformed device was never released from the delivery cable while inside the patient. The physician totally withdrew the device, and the patient was sent for surgery and the asd closed surgically. There was an interaction with atrial septum and the left pulmonary vein (lupv) during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.